Event description:
It was reported, that there was condensation on the wraps. It was reported, that the machine was properly functioning with no alarms and no leaks. No patient was affected. And no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was identified based on the information provided that this issue was likely caused from using an adult blanket instead of a pediatric blanket for the patient due to unavailability. This allowed for large portions of the blanket to be exposed to the air likely causing condensation.

Event description:
It was reported that there was condensation on the wraps. It was reported that the machine was properly functioning with no alarms and no leaks. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.